Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer reverted to using another pump for insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
H6: codes 12, 10 and 104 removed. Codes 10, 3221 added.